Event description:
Information received from the field notes intermittent loss of ventricular capture in the bipolar configuration. Inhi- bition was noted with pocket manipulation. The patient also complained of pocket stimulation.